Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out with the device when it was removed. There was no reported patient injury. The device was used as always and deployed with the same technique. The device was used in an interventional procedure with a retrograde approach. The deployer was certified in the use of the mynx device. The device storage temperature did not exceed 25¿°c. A cordis brite tip 5f sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. The device was used in the femoral artery, and verified to be greater than 5¿mm in diameter, with no vessel tortuosity or presence of pvd/calcium at the puncture site. The stick location was femoral. Hemostasis was achieved using manual compression for 30 minutes. The patient recovered after the mynx event. The user fully shuttled down the device with no significant resistance or unusual force applied during sheath retraction. The advancer tube was engaged or visible, and there were no kinks in the sheath or device after removal. The balloon was fully deflated, and there was no over tamping. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Additionally, one photo of the complaint device was provided by the customer. The image shows the distal end of a mynxgrip vascular closure device, where the sealant was still mounted on the unit but appeared to be split into two. Additionally, advancement of the advancer tube was observed, which is typically associated with activation of the complete deployment mechanism. No other anomalies or notable details were identified in the provided image. Visual inspection of the received device revealed that the shuttle was engaged to the black handle and the stopcock was open. A cordis mynx syringe was attached to the unit. A 5f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The advancer tube was exposed, and only one portion of the sealant was received, which was found adhered to the distal end of the balloon. Additionally, a photo showed the distal end of a mynxgrip device with sealant material swollen with blood and separated into two pieces on the shaft, with the advancer tube exposed. However, in the returned unit, only one portion of the sealant was present, adhered to the distal end of the balloon. A dimensional analysis was conducted to measure the distance between the shuttle tip and the inflated balloon. The measurement obtained was within the defined specification. This measurement was performed using a calibrated ruler. A functional inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no anomalies observed. The portion of the sealant adhered to the balloon was carefully removed prior to testing to avoid interference or damage. A high-magnification microscopic evaluation was conducted to assess the balloon and confirm the presence of the sealant portion. No other abnormal conditions were observed under microscopic inspection. The reported event of ¿sealant-sealant dislodged¿ was observed through analysis of the returned device and image received since the sealant was soaked in blood and still in the deployed position when removed from the patient. Additionally, a condition was noted during picture analysis of ¿component-component issue¿ due to the sealant being in two pieces. The exact cause of the issue reported could not be conclusively determined during analysis. However, based on the information available for review and the picture/product analysis, the event may have been attributed to user error since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube remaining on the catheter when received. However, regarding the separated condition of the sealant, it not possible to determine what factors may have contributed to the condition since it was reported that there was no difficulty experienced when unsheathing the sealant in the patient. However, handling factors after deployment on the catheter is possible. Since this condition was not reported by the customer, it is unknown if this sealant condition occurred due to manipulations after the procedure. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal from the patient, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the product analysis, picture analysis, nor the information available for review suggests that the reported failure and received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The final picture analysis been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) came out with the device when it was removed. There was no reported patient injury. The device was used as always and deployed with the same technique. The device was used in an interventional procedure with a retrograde approach. The deployer was certified in the use of the mynx device. The device storage temperature did not exceed 25°c. A cordis brite tip 5f sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including confirmation of the insertion angle between 30¿45 degrees. The device was used in the femoral artery and verified to be greater than 5 mm in diameter, with no vessel tortuosity or presence of pvd/calcium at the puncture site. The stick location was femoral. Hemostasis was achieved using manual compression for 30 minutes. The patient recovered after the mynx event. The user fully shuttled down the device with no significant resistance or unusual force applied during sheath retraction. The advancer tube was engaged or visible, and there were no kinks in the sheath or device after removal. The balloon was fully deflated, and there was no over tamping. Per the preliminary image review, a picture of a close up of the device shows that the sealant is swollen with blood and separated into two pieces on the shaft of the mynxgrip catheter. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.